Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple ongoing cartridge alarms occurred (cartridge alarm 1) during basal delivery. In addition, a minimum fill notification occurred after filling the cartridge with 200 units of insulin. The customer's blood glucose level was approximately 300 mg/dl. Customer continued to use the pump for insulin therapy, but also had manual injections available.